Manufacturer narrative:
During testing, it was noted that the device door roller was broken. The customer contact's reported event could not be duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a 318 alarm code, and will not charge when plugged into the ac outlet. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was broken.